Event description:
The customer has experience puffiness under the eyes after the mask use and has consulted with their doctor. The doctor advised to keep an eye on the puffiness and wait a week - if the puffiness has not improved, they want the customer to return.

Manufacturer narrative:
This event occurred with a similar device in a foreign market and was not initially determined to be reportable in the us. After review and determination that the event met the criteria for us reportability this report is being submitted without undue delay.